Event description:
It was reported this drainage catheter was successfully placed for a renal cyst drainage treatment. It was noted on withdrawal, the tip of this catheter had detached and lodged partly in the renal cyst. No retrieval was attempted. No further details regarding the circumstances surrounding this event are available at this time. Should add'l details become available, a supplemental will be forwarded at that time. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the deivce co is unable to determine of the device met its specifications. Co believed user technique, and/or pt anatomy may have contributed to this event. However, co is unable to detemrine the relationship between the deivce and the cause for this event. Directions for use states: "to remove catheter: disconnect drainage tube from stopcock, grasp the 10cm of exposed suture. Rotate the stopcock counterclockwise exactly 180 degrees to the "open" position. Gently withdraw catheter."